Event description:
It was reported that the tip of the anchor broke off during a stabilization operation. The tip was not removed, however, no adverse consequences were reported from this event. This device is used for treatment. Add'l anchor.

Manufacturer narrative:
Device is expected for evaluation but not yet returned. A follow up report will be submitted upon completion of the investigation.